Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous left circumflex artery. The 15mm x 2.25mm nc quantum apex catheter balloon was advanced to the target lesion. The balloon was inflated however it ruptured at 10 atmospheres at an unknown number of inflations. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.